Event description:
A report was received that the patient had discomfort at the ipg site and difficulty charging. The patient underwent revision wherein ipg was relocated. The patient was doing well post operatively.

Manufacturer narrative:
(B)(4).